Manufacturer narrative:
Date of event is unknown. The results/method and conclusion codes along with investigation results will be provided in the final report. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 1627487-2020-49048. It was reported that the patient experienced leads migration. On (B)(6) 2020 one lead was removed, and when that lead was removed, the other lead migrated, and was removed also. Both leads were explanted to address the issue.